Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a nighttime low blood glucose event, with a recorded value of 67 mg/dl, without recent correction doses, physical activity, or new medications, and the event was managed with fast-acting oral glucose. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.